Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that the communicator was displaying a red call doctor (rcd). Upon review of device episode data, it was discovered that the right ventricular (rv) lead pacing impedance values were greater than 3000 ohms which triggered a lead safety switch (lss). No adverse patient effects were reported. Currently, this crt-p remains in service.